Manufacturer narrative:
The investigation of the returned device found exposed braid and damaged/delaminated ptfe at the hub transition; furthermore, an in-house stent could not be inserted into the microcatheter, which is consistent with the alleged product issue. The physical evaluation of the device could not identify the conditions or circumstances that led to the exposed braid, but this condition is consistent with a deviation in the manufacturing process and will be addressed per the quality system process. A CAPA has been initiated. The damaged ptfe lining is consistent with attempting to advance a stent into the microcatheter with exposed braid.

Event description:
As reported: used a headway21 and attempted to deliver a competitor flow diverter with it, but unfortunately it didn¿t work. According to both packages, they should have been compatible. The competitor flow diverter could not be pushed through the headway21. The physician noticed strong friction when pushing it forward. For case completion, they used a different microcatheter to implant the competitor flow diverter, and this went smoothly without any complications. Patient is doing fine! When the device was received for evaluation, the investigation findings found an exposed braid at the hub transition.